Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system was hospitalized due to being woken up by inappropriate peripheral nerve stimulation (pns) symptoms and an elevated heart rate. At the initial interrogation, the device settings were noted to be 2.2v@1ms and the left ventricular (lv) lead vector was lvtip to can with pns. Additionally, a lead safety switch (lss) was triggered due to a high out-of-range pace impedance measurement of 2,013 ohms. At the end of the technical services (ts) call for troubleshooting assistance, the device was noted to be programmed lvring2 to lvring3 2.5v@1ms with little to no pns. The patient was reportedly feeling better after device reprogramming, however there was still sporadic pns. Further evaluation was recommended. This crt-p system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system was hospitalized due to being woken up by inappropriate peripheral nerve stimulation (pns) symptoms and an elevated heart rate. At the initial interrogation, the device settings were noted to be 2.2v@1ms and the left ventricular (lv) lead vector was lvtip to can with pns. Additionally, a lead safety switch (lss) was triggered due to a high out-of-range pace impedance measurement of 2,013 ohms. At the end of the technical services (ts) call for troubleshooting assistance, the device was noted to be programmed lvring2 to lvring3 2.5v@1ms with little to no pns. The patient was reportedly feeling better after device reprogramming, however there was still sporadic pns. Further evaluation was recommended. This crt-p system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.